Event description:
It was reported that the superior vena cava (svc) portion of the right ventricular (rv) lead experienced a sudden increase in impedance and triggered a patient alert for high impedance. The parameters on the lead were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High impedance was noted. The maximum superior vena cava lead impedance measurement on (B)(6) 2012 was 1664 ohms. An out of tolerance subthreshold lead impedance alert was registered on (B)(6) 2012.

Manufacturer narrative:
Corrected information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).